Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A follow up call was placed to the pdrn who stated the patient was hospitalized for peritonitis which was non-cycler related. The patient had contaminated himself. The patient is doing well now and using the cycler with no issues.

Event description:
A peritoneal dialysis patient called fresenius technical support regarding draining very slowly. The patient is in drain 3 of 6 and has drained 2012 mls out of 2203. The patient stated there are no alarms and that he is in the hospital for peritonitis. The patient stated there are no kinks in the tubing. The patient first states there is no fibrin, but the drain bags are cloudy, then later states the drain bags are clear. The patient states the pin is not pushed in and the clamps are open, received drain lines blocked message, and states they can see air bubbles in the tubing .technical support helped the patient to reboot the cycler and continue treatment. The drain increased to 2017 ml. The patient states it has stopped again, and they readjusted the catheter tape to see if drain would increase, no help. The patient states he has been having issues the past two days and states he can hear the cycler struggling and he believes it might be a cycler issue. Technical support placed the order for cycler replacement for the customer.